Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Actual returned device was tested. No abnormalities were observed. The instrument was reset, reloaded, and test fired satisfactorily.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.